Event description:
The customer reported a power supply failure. There was no report of pt involvement. The mode during use was not reported.

Manufacturer narrative:
(B)(4). The customer reported a power supply failure. There was no report of pt involvement. The mode during use was not reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.